Event description:
I started using these tampons and soon after had severe abdominal pain and urogenital discomfort. Told ER dr at the first event, I felt like something was stuck in there because my tampon seemed to fall apart when removed. She told me there wasn't anything in there. Then next month I had horrible pain and after going to my pcp no medicine helped. Went to urgent care 2 days later, was told there's no bacterial infection but evidence that something was wrong. My third month episode was not as bad as the second but required an ER visit again. I had to miss work and had to have two invasive exams and a transvaginal us to check what the problem was. Dr advised me to switch pads and tampon brands since this was only happening during menses. I changed and haven't had a problem since.